Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a jolt in her pelvic floor area when going through a theft detector at a store. It was noted that stimulation was on when the patient went through the gate. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1pm2v, implanted: (B)(6) 2018, product type: lead, the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1pm2v, ubd: 2022.03.07, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was being shocked going through store theft detectors, including (B)(6). They checked their ins post-shocking and reported that the ins turned off and lead moved to the right. It was noted that no interventions had been taken at this time; the device is still currently in the off position. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received the manufacturer¿s representative reported that office and physician had been notified of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. Caller wanted to report patient experienced shocking pain which brought her to her knees when walking through security detectors at (B)(6). This caused patient's device to shut off and patient continued to leave device off for 3 days because of pelvic pain. Caller stated patient was currently meeting with clinical specialist to check impedances. The representative stated that the chance that anything was damaged was unlikely but to confirm by checking integrity of system as well as programming.